Manufacturer narrative:
(B)(4). Additional information: product not sold in us. 510k # provided is for a similar product sold in the us.

Event description:
It was reported that this event occurred in the emergency ambulance during insertion into the patient's vena subclavia. The "cvc was placed without any problems. The guidewire could not be removed. During removal the guidewire got unraveled". As a result, the swg and cvc were removed together and intact; and a new kit was opened and used successfully. There was a delay reported, however, there was no harm to the patient as a result of the delay. There were no complications, death, or injury reported as a result of this occurrence.